Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values seven days after the sensor was inserted in the abdomen. Around 9:30 am, the patient was in her bed getting up to eat breakfast, the cgm reading was 85 mg/dl. The patient thought she was just feeling hungry. She ate a banana and cookie and suddenly collapsed and passed out within 5 minutes. When the husband came back from getting out to get breakfast, he found her completely unconscious. The husband assisted the patient and put honey on her gums. Her husband called 911, when the emergency medical service arrived, they treated the patient with dextrose. The paramedics took a blood glucose reading which was 20 mg/dl. After the treatment, the patient regained consciousness. At the time of the report the patient was feeling okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.